Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device does not detect a patient load through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed during testing it did not detect a patient was connected through the defibrillation electrodes. It was found that the voltage was low from u25, pin 2. The voltage was at 0v but should have been 4.096v. The cause of the reported issue is suspected to be u25. The device was archived by stryker and the customer received a replacement device to resolve he reported issue.